Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in a "highly" calcified mid left anterior descending artery (lad). A 3.00x16mm promus element plus drug-eluting stent was attempted to be advanced to the target lesion. Upon the 3rd attempt, it was noticed that the catheter fractured. The device was removed intact. The procedure was completed with additional predilation with "several" balloons and the implant of a 3.00x16mm promus element plus stent. No patient complications were reported and the patient's status was fine.